Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump battery depleted completely while sleeping. Blood glucose (bg) was over 500 mg/dl and ketones were present. Tandem technical support (cts) assisted the customer with reloading the cartridge. A bolus was delivered to address the bg level. The customer reported the battery drained faster when the battery was less than 20%. Cts informed the customer that the battery would deplete faster with repeated unacknowledged alerts/alarms (low battery alerts). The customer acknowledged the information and required no further assistance.